Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during an infusion of dobutamine the pump stopped unexpectedly. On (B)(6) 2025, while infusing dobutamine, the pump module "turned off". Upon noticing, the clinician immediately turned it back on to continue infusion. On (B)(6) 2025, the pump module again shut down while infusing dobutamine. Based on the timeline provide by the customer it appears the pcu stayed powered on and the pump module shut down. There was patient involvement but no harm. After the event, the hospital biomed inspected the devices and noted the pcu had "slight corrosion present on iui connectors." And "missing rubber network port cover on back of unit." The pump module was showed "severe physical damage" and "unable to pass pm. Physical damage to front case/keypad. Pressure sensors require replacement (obsolete black pressure sensors). Ail sensor severely cracked on right side. Missing bottom screw on rear case. "

Event description:
It was reported that during an infusion of dobutamine the pump stopped unexpectedly. On (B)(6) 2025, while infusing dobutamine, the pump module "turned off". Upon noticing, the clinician immediately turned it back on to continue infusion. On (B)(6) 2025, the pump module again shut down while infusing dobutamine. Based on the timeline provide by the customer it appears the pcu stayed powered on and the pump module shut down. There was patient involvement but no harm. After the event, the hospital biomed inspected the devices and noted the pcu had "slight corrosion present on iui connectors." And "missing rubber network port cover on back of unit." The pump module was showed "severe physical damage" and "unable to pass pm. Physical damage to front case/keypad. Pressure sensors require replacement (obsolete black pressure sensors). Ail sensor severely cracked on right side. Missing bottom screw on rear case. " during an on-site visit a bd technical practice consultant (tpc) discussed the issue with a clinical engineer at the hospital. During the initial reporting of the event, clinical engineering reported reviewing the pcu battery logs for ac/dc entries and noticed multiple entries of change of power state. The tpc reviewed the loss of power to the module, which could be attributed to the iui connector.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint of the pump module "turned off" was confirmed during log review and reproduced during testing. Green deposits due to corrosion were observed on the right (male) inter-unit-interface (iui) connector of the suspect pump module and on both right and left iuis of the suspect pcu. Iui failure product analysis procedure was performed on the returned suspect devices. The channel disconnect event was able to be reproduced. The right (male) iui of the suspect pump module was temporarily replaced with a known good right iui for testing purposes only. The alaris infusion system had completed the ambulatory testing process with no reoccurrences of power interruption at the pump modules or a reoccurrence of the ¿channel disconnected¿ alarm on the pcu. The event date was reported as (B)(6) 2025 and (B)(6) 2025; time was not reported. Review of the pcu and pump module error logs showed no errors were recorded on the reported event date. The pump module event log showed the device in use on (B)(6) 2025 and (B)(6) 2025 attached to the returned pcu s/n (B)(6) as channel b. Between (B)(6) 2025 at 8:57 am and (B)(6) 2025 at 12:48 pm there were two channel disconnect events. The bd alaris¿ system iui inspection tip sheet states inspection of iui connectors is required. Damaged iui connectors can result in incorrect device operation. Use of a damaged device can result in patient harm. The channel disconnected bd alaris¿ system tip sheet states before each use, check for iui surface contaminants or damage which can disrupt communication between the devices. Do not use a device with any cracks, surface contaminants or damage on the iui connectors. The best practices for cleaning bd alaris¿ system devices tip sheet also states: remove the iui connector covers. Apply 70% isopropyl alcohol (ipa) directly to the dedicated iui cleaning brush. To prevent cross-contamination, do not dip the brush into the ipa. Clean both iuis with the dedicated iui cleaning brush. Brush the iui connectors up and down. Do not brush them side to side as this can damage the pins. The alaris¿ system with guardrails¿ suite mx user manual v9.33 recommends the use of bd manufactured parts in the operation and maintenance of your bd equipment. Customer's use of repair or service parts, add-ons, or disposables that are not approved by bd is at customer's own risk and may void the product warranty provided by bd. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: devices were opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the devices, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable cause of the reported issue, in which the pump module "turned off" is attributed to the observed green deposits of corrosion on the right inter unit interface (iui) connector pins on the pump module, which caused power interruptions. Note that this report lists imdrf annex a09, a1801, g02034, g02017, c0201, c0601, d15, d0302 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.